Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the complaint lens was received cut but not into separate pieces and with one haptic bent. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. No further issues could be identified. The complaint issues "explant" and "unspecified injury" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6), 2023 and (B)(6), 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted in a secondary surgical procedure after it was implanted due to unspecified reasons. It was replaced with a dib00, 20.5 diopter iol. There was no incision enlargement, no vitrectomy, no sutures performed. The patient fully recovered post-op. No other information was provided.